Event description:
According to the reporter: towards the end of a laparoscopic sleeve gastrectomy while running a continuous stitch on the staple line, the needle disengaged from the jaws of the suturing device. The surgeon retrieved the needle with the suture attached by using graspers. The surgeon attempted to reload the suturing device, but the needle bent. The product was an absorbable suture and had been removed from the packaging for 20 minutes prior to being used. To complete the procedure, a new loading unit was opened and loaded onto the device without issue. No patient injury or extension in surgical time. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection confirmed that the left side of the needle was bent and had marks on the cone. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.